Manufacturer narrative:
All cannulas used by transcodent to manufacture this batch of needles comply with the iso 9626 standard. Stiffness and breakage tests comply with the requirements of the iso 9626 standard. Additionally stiffness and breaking resistance tests carried on the retained samples from (B)(4) did not show any defect of deviation. Possible causes of needle breakage include bending of the needle before use, contact with hard tissues (jas bone), excessive pressure or movement of the needle during injection, inserting the needle into gum all the way to the needle hub or involuntary or sudden unexpected movement of the pt during injection.

Event description:
(B)(4).